Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that patient experienced return of symptom and urinary incontinence. It was reported that the lead was placed on the other side and was explanted complete. It was noted that program changes were performed. The patient issue was reported as unknown if resolve at the time of report. The indications for uses for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the tined lead va00sxl revealed no significant anomaly stim lead body conductor short between circuits (overstress/damage). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.